Event description:
Irritant effusion at the knee [joint effusion]. Swelling [joint swelling]. Five synvisc injections given [incorrect dose administered]. Case description: spontaneous report received on (B)(6) 2010 from a physician regarding a (B)(6) male patient, initials (B)(6). The patient had a history of gonarthrosis. The patient received 5 injections of 2ml synvisc from lot s0912. The date of first administration was (B)(6) 2009 and the date of last administration was (B)(6) 2010. The synvisc was stopped permanently. On an unspecified date, the patient experienced an irritant effusion at the knee and severe swelling. A punction was necessary and was performed. Intra-articular cortisone was also administered on an unspecified date. The physician assessed the events as severe in intensity and definitely related to synvisc. As of the date of receipt of this report, the patient's outcome was unknown. See (B)(4) for other cases from this reporter. Additional information was received on (B)(4) 2010, in the form of a qa investigation summary. The production and quality control documentation for lot number s0912, expiry date 05/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot number s0912, expiration date 05/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.